Event description:
The customer's daughter reported that the insulin pump alarmed for no delivery and did not know the cause of the alarms. The alarm was explained and the customer's infusion set was changed. The blood glucose reading was 84 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.